Event description:
The customer reported that up arrow button is not working properly. They stated that they attempted to program 5u bolus using the easy bolus feature and the pump delivered 9u. The pump beeped only for 5u. Customer then rushed to the emergency room for low blood glucose. Instructed customer to discontinue the pump use and to take manual injection as per md protocol.